Manufacturer narrative:
(B)(4). This MDR is being filed against an ex-us product (9k08-20) that has a similar product distributed in the us (ln 3b22-22). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer stated that one patient sample generated a negative result for the axsym toxoplasmosis igg (toxo-igg) assay that was reported out of the lab and questioned by the physician as the patient is known to be positive for this assay. The same patient sample was then repeated and generated a positive result. The customer is claiming the first result as false negative. No impact to patient management was reported.